Manufacturer narrative:
Calibration and qc were both acceptable on the day of the event. The alarm trace showed several sample foam detection alarms and a sample short alarm. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 4 patient samples on a cobas e 801 module. On (B)(6) 2023, sample 1 had an initial vitamin d result of >175 nmol/l. On (B)(6) 2023, the sample was repeated and the result was 75 nmol/l. On (B)(6) 2023, the sample was repeated again and the result was 73 nmol/l. On (B)(6) 2023, sample 2 had an initial vitamin d result of >175 nmol/l. On (B)(6) 2023, the sample was diluted and repeated and the result was 25 nmol/l. The sample was repeated again and the result was 27 nmol/l. On (B)(6) 2023, sample 3 had an initial vitamin d result of 32 nmol/l. The repeat result was 15 nmol/l. On (B)(6) 2023, sample 4 had an initial vitamin d result of 99 nmol/l. The repeat result was 65 nmol/l. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
The field service engineer (fse) checked the pre-wash probes, checked the mixing paddle, checked the water tank for contamination, checked the reagent syringe, checked the bead mixer speed and adjusted its position, adjusted the water level in the bead mixer, and replaced the pinch valve tubing. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.